Event description:
It was reported that a pt undergoing a nose mucosa coagulation for a severe nose bleed rec'd a third degree burn on their upper abdomen under the edge of the electrosurgical pad. The size of the burn was noted as 4 mm x 15 mm long. The burn was treated with flammazine.